Manufacturer narrative:
The manufacturer¿s contact person address is: (B)(4).

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient involvement.

Manufacturer narrative:
Conclusion / root cause: the data acquisition pcba and data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated a spi bus failure. The customer reported there was no patient involvement.